Manufacturer narrative:
(B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the start lever was not functioning properly on the oscillating bone saw device. It was further reported that the blade device moved when the safety was in lock position. According to the reporter, the device was not related to a specific event. The reporter stated that they were not sure if the event was related to pre-surgery, surgery, or post-surgery. There were no delays to a surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the retractor lever was malfunctioning, it ran while the lever was in lock position, lock screw was missing on the o-ring therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.